Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ IV catheter system was loose at the syringe joint and wouldn't connect firmly to it, causing injection failure during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found loose at intima ii and syringe joint, leading to injection failure. On (B)(6) 2019, syringe used for CT is not fit to intima ii, couldn't connect reliably and firmly."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was loose at the syringe joint and wouldn't connect firmly to it, causing injection failure during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found loose at intima ii and syringe joint, leading to injection failure.

Manufacturer narrative:
Correction: the catalog and lot numbers have been updated. The following information has been corrected: b.4. Describe event or problem: it was reported that the bd intima-ii¿ closed IV catheter system was loose at the syringe joint and wouldn't connect firmly to it, causing injection failure during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found loose at intima ii and syringe joint, leading to injection failure. (B)(6) 2019, syringe used for CT is not fit to intima ii, couldn't connect reliably and firmly." D.1. Medical device brand name: bd intima-ii¿ closed IV catheter system d.3. Medical device manufacturer: bd (suzhou) d.4. Medical device catalog#: 383406 d.4. Medical device lot#: 7234030 d.4. Medical device expiration date: 2020-09-22 d.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: bd (suzhou) g.5. PMA / 510(k)#: k143610 h.4. Device manufacture date: 2017-08-22.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7234030. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained for evaluation and testing based on your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd nexiva is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was loose at the syringe joint and wouldn't connect firmly to it, causing injection failure during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found loose at intima ii and syringe joint, leading to injection failure.